Event description:
It was reported that during atrial lead placement there were unacceptable measurements after multiple attempts. It was also reported there was unacceptable thresholds, undersensing and no capture. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. There was blood in/on the helix/lobe mechanism. The full lead was returned and analyzed.